Event description:
It was reported the patients ipg is unable to communicate with external devices. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.